Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 184, 177 and 346 mg/dl. Customer also stated the results were high than other devices; meter to meter comparison results were not provided. The customer¿s expected blood glucose test result ranges are <140 mg/dl am fasting and <180 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 09/13/2025 and test strips were opened 2 days ago. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 184 mg/dl date: (B)(6) time: 10:48pm fasting. Result 2: 177 mg/dl date: (B)(6) time: 6:31am fasting. Result 3: 346 mg/dl date: (B)(6) time: 11:49am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.